Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the trailing haptic was folded wrong. The initial procedure was completed on the same day. There was no patient contact that occurred. Additional information has been requested but is not available at the time of this report.